Manufacturer narrative:
E1; patient city; (B)(6). Patient country; united states.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024 it was reported that infusion set got detached from the cannula. The site location was left right abdomen. Blood glucose level was 102 mg/dl. The infusion set was in use for 8 hours. No further information was available.